Manufacturer narrative:
The investigations of returned goods shows that the uhmwpe bushing plug partially shows the failure of complaint description as well as that it is hard to assemble or re-assemble the poly plug in the correct position. Risk assessment: initial implantation of the femoral segment without poly plug. The poly plug covers the rotation mechanism against bone cement. Without the poly plug, there might be a risk to obstruct the rotating mechanism, which will lead to a limited function of the knee joint and a revision surgery. In case of a revision surgery of an implanted femoral segment without poly plug (exchange of the rotating mechanism) there is no risk. The axis of the rotating mechanism will be replaced directly. No new bone cement is used for this task. In case of a revision surgery of an implanted femoral segment with jammed poly plug (exchange of the rotating mechanism) there is no risk. The jammed poly plug can be drilled out and the rotating mechanism will be replaced directly. No new bone cement is used for this task. The reason which leads to this complaint is under investigation. We are checking the working and test instructions. Beside this a dimensional tolerance and interface check will be performed. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s.

Event description:
When this implant was opened and already in the hand of the surgeon he noticed that the poly bushing plug was not seated correctly and was protruding into the joint space. The surgeon tried to push it in further but was not successful so he discarded this implant. He then opened a spare implant of the same size from a different batch (ref 15-2978-01, sn (B)(4), exp 02/01/2017) and then found the same problem on the opposite. On this implant the poly plug had been pushed too far in and was obstructing the implant sitting onto the box of the femoral component. At this point he didn't have a spare implant so the surgeon had to use a hammer to push this bushing cover out completely and then replace in the correct position.